Event description:
Upon withdrawing the needle from the catheter, the needle was difficult to remove and it did not completely retract into the safety shield. It rebounded and stuck the nurse in the palm of her hand at the thumb. Blood borne pathogen testing was completed and the results were negative.

Manufacturer narrative:
The sample is not available for eval as it was discarded by the user. The incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted.